Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for it was reported that the patient was experiencing pain going down her groin on the left side. The patient also stated she can never get anything to work for her when trying to use the programmer and she can't get it to heat up or work. Also, the patient noticed after switching to the right side that the ins is located on she said it felt warm. The patient also noted that she always thought it was on the left side. In addition, the patient was having trouble with the antenna of her device. During troubleshooting, the patient was walked thought syncing the implantable neurostimulator (ins) and she was getting poor communication with and without the antenna but later realized it was because she was on the wrong side. The patient switched to the correct side that the ins was located on and was able to successfully sync. The stimulation was decreased from 0.3v to 0.2v to see if it helps the pain. It was noted that the patient has a follow-up appointment on the 28th with her healthcare professional (hcp). There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was trying to get more or less intensity but she never could get the device heat up or work. Also, the patient stated she could get the little things to appear on the screen but never could get it to work for her even when they tried what it said she was supposed to do. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2018, an on-call hcp received a call from the emergency department (ed) hcp. It was noted that the patient presented on (B)(6) 2018 with agitation, elevated blood pressure, and uncontrolled pain. On (B)(6) 2018, medication was administered and the patient was given multiple doses of ativan and valium along with hydromorphone and baclofen. The on-call hcp advised the ed hcp of the medications in the pump and recommended oral baclofen and hydromorphone, as the patient appears to be experiencing withdrawal. On (B)(6) 2018, the hcp was asked to activate the patient's personal therapy manager (ptm), and device interrogation/device data revealed a motor stall code (8476). The patient was scheduled for a follow up in clinic. On (B)(6) 2018, the patient presented to the clinic and reported nausea, vomiting, itching, burning, and worsening pain. The patient was started on hydromorphone 4mg, fentanyl 50mcg patch, baclofen, clonidine for withdrawal, promethazine for nausea/withdrawal on (B)(6) 2018. The patient was scheduled for a pump replacement. On (B)(6) 2018, medication was administered where the patient was given ativan and compazine. On (B)(6) 2018, the patient's pump was explanted/replaced. Device disposition noted the device will be returned to manufacturer. The event required in patient hospitalization or prolonged hospitalization. The device diagnosis was pump motor stall and the clinical diagnosis was intrathecal opioid and baclofen withdrawal. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.